Event description:
Stiffness [joint stiffness]. Pain [knee pain]. Case narrative: initial information received on 31-jan-2019 from united states regarding an unsolicited valid serious case received from a pharmacist via health authority. This case involves an adult female patient (demographics not reported) who experienced stiffness and pain, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 2ml (frequency, batch, indication: unknown). On (B)(6) 2018, the patient experienced pain (latency: unknown) and stiffness (latency: unknown) in the knee lasting for a week or more after each injection of synvisc. The patients side effects were so bad that she would not be receiving her third dose of synvisc. Further, the patient stated that she was convinced that the order of medication she received was linked to the synvisc one recall from 2017. Action taken: drug withdrawn. Corrective treatment: not reported. Outcome: unknown. Seriousness criterion: medically significant for both events. A product technical complaint (ptc) was initiated on 06-feb-2019 for synvisc. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 06-feb-2019. No safety issues were indicated in this review. Additional information was received on 06-feb-2019. Global ptc number and ptc results were added. Text amended accordingly.